Manufacturer narrative:
Report has been updated as requested to include original medwatch form 3500a number in block h10. Additionally, product information has been updated since last report and reflected in this supplemental report.

Manufacturer narrative:
It was reported in medsun (B)(4) that the wire was frayed upon removal. An xray was done to determine if there were any parts of the wire that may have been retained. The xray was negative. No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Wire frayed.